Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility¿s nurse manager (rn) reported that an internal dialyzer blood leak occurred with twenty-four minutes remaining of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 250ml. There was no patient serious injury or medical intervention required due to this event. The patient chose not to resume treatment. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s nurse manager (rn) reported that an internal dialyzer blood leak occurred with twenty-four minutes remaining of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 250ml. There was no patient serious injury or medical intervention required due to this event. The patient chose not to resume treatment. The complaint device is not available to be returned to the manufacturer for evaluation.multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.